Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additionally, the patient was prescribed a holter monitor for 24 hours, and two beats of oversensing was observed. The physician chose not to surgically intervene and programmed autogain to less sensitive. There was no adverse patient effects as a result of the two beats of oversensing.

Event description:
Boston scientific received information that following the implant of this device, pacing inhibition of 10 beats was observed on the ventricular channel. Lead measurements were within acceptable limits. No further complications were observed. The pacing inhibition was thought to be a result of air bubbles. To date, no adverse patient effects were reported with this clinical observation.